Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 100 mg/dl, compared with the sensor glucose reading of 60 mg/dl. The customer stated that the sensor glucose readings were fluctuating and were unreliable. She stated that during one event, her blood glucose reading was in the 200 mg/dl range, and the sensor glucose reading was off by a significant amount. She stated that this issue occurred several times. She was advised that the sensor be replaced. Nothing further reported.